Manufacturer narrative:
A device history review (DHR) was performed and did not reveal any issues that may have contributed to the complaint event. Valve stenosis is listed in the instruction for use (IFU) as a potential risk associated with the use of the thv. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma, endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. However, it is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause of the stenosis is unknown. In addition, to the mechanisms described above, patient factors, (progression of a pre-existing valvular disease processes) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Additional information per medical records received, the operational noted stated the patient was put under general anesthesia. The aortic 26mm sapien 3 valve was explanted and replaced with a surgical valve. The native mitral valve (mac) anterior leaflet was excised and a 26mm sapien 3 valve was deployed in the mitral annuls. After removal of the cross clamp with the heart beating, the 26mm sapien 3 valve ¿had slipped back into the atria and there was significant movement and it was rolling in the left atrium.¿ the left atrium was reopened and the 26mm sapien 3 valve was re-crimped on a balloon, deployed and then sutured to the mitral annulus. The chest was closed and the patient was sent to recovery. Post operative the patient required pressor support and had runs of ventricular tachycardia. Iabp was placed however increasing lactic and persistent hyperkalemia with decreased urine output required crrt. ¿echo showed severe rv dysfunction, hyperdynamic, underfilled lv, and small perivalvular leak on mitral valve.¿ ECMO placed and patient on max pressures. The doctor spoke to family and made dnr and withdrawal of care. Patient expired two days post procedure.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no:2015691-2020-12556.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported, approximately 3 years and 4 months post implantation of a 26mm sapien 3 valve in the native aortic position via transfemoral approach with a 26mm commander delivery system and 14 f esheath, the valve was explanted and replaced with a surgical valve due to stenosis.  In addition, a 26mm sapien 3 ultra valve was placed in the open native mitral valve. During the explant of the aortic valve and placement of the surgical valve, the recently placed mitral valve embolized in to the atrium. The valve was captured and placed back in the mitral position. Subsequently, the patient expired 2 days post implantation.